Manufacturer narrative:
There were five cases with method codes of device not returned (4114) analysis of production records (3331), a results code of no findings available (3221), and a conclusion code of cause not established (4315). The manufacturer internal reference number is: (B)(4).

Event description:
This report summarizes malfunction reports of scratched intraocular lenses (iol) . The reported patient ages range from unknown to 78 years. There were 1 male patients, 2 female patients and 2 unknown gender.